Event description:
It was reported the colonovideoscope displayed noisy image. The event occurred during a diagnostic colonoscopy procedure while the device was inside the patient. The procedure was completed using with an olympus back up device and a procedural delay of less than 30 minutes occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.